Event description:
It was reported that the implant broke upon impaction. The broken place was retrieved. No patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Device broke into two pieces. The breakage occurred at the insertion hole. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.